Manufacturer narrative:
Info references the main component of the system and other applicable components are:product ID 8731sc, implanted: in 2013 explanted: (B)(6) 2017, product type catheter. Product ID neu_unknown_cath, explanted: (B)(6) 2017, product type catheter. Device code: (B)(4) is for the 8731sc ; device code: (B)(4) is for the unknown catheter and pump.

Event description:
Information was received from a health care professional via a representative regarding a patient in france who received unknown bac lofen 2000 mcg/ml at a dose of 250 mcg/day via an implantable pump. The patient was quadriplegic. In 2013 a pump and an 8731sc catheter were implanted. During normal use recently in 2017 (specific date not provided), the symptoms of the patient progressively returned. A scanner showed that the spinal segment of the catheter was bent. Therefore the spinal segment of the catheter was replaced on an unspecified date. As there was no improvement, the complete catheter was replaced with an 8780 on (B)(6) 2017. As reported, there were no known environmental, external, or patient factors that might have led to or contributed to the event. As there was still no improvement, the physician want to do a direct injection of baclofen through the lumbar ¿punction¿ to detect if there was a tolerance but the patient was very spastic and it was not possible to do this. Therefore, the pump was replaced on (B)(6) 2017, ¿event if the pump didn¿t show any sign of issue¿. At the time of the report, the issue was not resolved and the patient¿s status was reported as alive-no injury. No further complications were reported/anticipated.

Manufacturer narrative:
Pump interrogation revealed the pump was infusing at minimum rate of 11.6 mcg/day. Pump analysis revealed no anomalies as the pump met specification throughout testing. Conclusion code no longer applies to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8731sc lot# unknown serial# implanted: 2013 (B)(6) explanted: 2017 (B)(6) product type catheter product ID 8731sc lot# 0211279638 serial# implanted: 2017 (B)(6) explanted: 2017 (B)(6) product type catheter analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Conclusion code 92 no longer applies to the pump. If information is provided in the future, a supplemental report will be issued.

Event description:
The health care professional (hcp) further clarified that the pump and the 8731sc catheter were implanted on 2013 (B)(6). Surgical intervention to first address the spinal segment of the 8731sc due to being bent occurred on 2017 (B)(6). The 8731 sc/0211279638 was implanted to replace the bent portioned catheter. There were no specific symptoms that progressed for the patient. On 2017 (B)(6) both the 8731sc/ and the 8731sc/0211279638 were replaced with an 8780/0213526167. Prior to this whole catheter replacement, a scanner was performed but nothing abnormal was observed. The hcp reported that it was possible that the patient¿s underlying condition had progressed or deteriorated resulting in the progression of symptoms.